Manufacturer narrative:
(B)(6) 2016 bimonthly asr. Exemption e2013025. The total number of events for product classification code otn is (B)(4). Qty 2- align combo kit without dilator. Qty 43- align r retropubic urethral support system. Qty 12- align rs retropubic/suprapubic urethral support system. Qty 4- align¿ rs retropubic/suprapubic urethral support system, w/o dilator. Qty 33- align s suprapubic urethral support system. Qty 37- align to trans-obturator urethral support system- halo. Qty 41- align to trans-obturator urethral support system- hook. Qty 6- align to trans-obturator urethral support system- hook & halo. Qty 9- align urethral support system. Qty 2- unknown bmd women¿s health mesh product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
(B)(6) 2016 bimonthly asr.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2016 to april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame march 1, 2016 to april 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2016 through april 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2016 through april 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.